Event description:
Healthcare professional reported right side textured devices due to patient's concern with product and hole in radius (edge). Healthcare professional later reported damage was made to the shell during explant surgery, user error. Per abbvie medical review, event of rupture is no longer device related and not reportable. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture and use error: observed opening assessed as fold flaw opening. As per the investigation procedures creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side textured devices due to patient's concern with product. Healthcare professional right side later reported hole in radius (edge) . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.